Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph revealed evidence of the sponge outside the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was discovered to be separated from the minicap. This issue was discovered prior to patient use during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.